Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. Our field service engineer investigated the system on-site. It was necessary to replace the disposable accessories before the test due to that an infected patient had been ventilated. No fault was found during the test of the system and no parts from the system were replaced. The evaluation of the logs shows that the system checkout performed prior to, during and after the event was successful. Three treatment periods within short time were started on the date of event. The first treatment period was ongoing for thirteen minutes. The system was switched between automatic ventilation and manual ventilation several times. Alarms for expiratory minute volume low and etco2 low were generated on and off and some alarms for respiratory rate high and peep low. The system was set to standby, and a successful system checkout was performed. The next treatment period was started five minutes later in automatic ventilation. After about ten minutes, alarms for etco2 low, excessive leakage and other alarms indicating a leakage situation were generated. The system was thereafter set to standby. The system was in standby for seven minutes, then the third treatment period was started. The treatment was started in automatic ventilation and short after start alarms for etco2 low started to be generated. The alarms continued to be generated for 25 minutes, the system was switched between manual ventilation and automatic ventilation, and then alarms for expiratory minute volume low and respiratory rate high were generated. The system was set to manual ventilation the last minutes until the system was set to standby. The technical log has no recordings during this date which indicate the absence of technical malfunctions in the system. Our conclusion, based on the field service engineer investigation of the system after the event and the evaluation of the logs, is that there was no technical malfunction in the system at the time of the event. The true cause of the absence of flow (leakage situation) has not been determined.

Event description:
It was reported that during patient treatment, there was no flow detected. Alarms for excessive leakage was found in the logs. There was no patient harm. Manufacturer's reference #: (B)(4).